Event description:
Philips received a complaint by the customer on the v60 indicating that the display was dark. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The device was removed from service. The customer called technical support to report that the display was dark. The remote service engineer (rse) advised the customer to replace the first-generation liquid crystal display (lcd), discussed ways to upgrade to a second-generation lcd, informed the customer to make sure that the software version is 2.1 or higher, and provided the customer with the part number of the user interface (ui) assembly for repair. Per the good faith effort (gfe) response received on march 30, 2026, the customer ultimately ordered the replacement lcd in an effort to repair the dark display, but the replacement lcd has not been received yet. The repair is still pending. Based on the information provided and/or service performed, it was confirmed that the device did not meet product specifications. A review of the risk management file was performed, and it was determined that this complaint is a reportable malfunction. Regulatory reports have been/will submitted per regulations.